Event description:
Our alarm is getting too hot to operate normally. With batteries in sensor connected, the alarm is unusually hot to hold by hand. Can't even be touched. It is clearly unsafe on my son who is to sleep with it. Unstable, have tried to change batteries and reinsert sensor, but it's repeating the same thing. Just getting very hot. Also, smells like its plastic case is burning and on fire; gold color. FDA safety report ID# (B)(4).